Event description:
Event was reported to caldera medical by an attorney. The patient has suffered cramps, dyspareunia, urinary frequency, urinary tract infections, and emotional distress. No further information has been provided.